Manufacturer narrative:
G4:21apr2021. B4:26apr2021. The field service engineer (fse) confirmed the reported failure. The (fse) replaced user interface assembly to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The user interface (ui) assembly was returned to the manufacturer failure investigation (fi) for analysis. The burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
The customer reported although brightness was set to 5, the screen was darker than another screen. The unit was not in use, and there was no patient or user harm reported.